Event description:
It is reported that the femoral pin tip fractured within the far cortical wall of the patient's femur when it was reversed to back out of the second cortical wall. The pin could not be retrieved upon removal. No additional patient consequences were identified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, but the reported breakage could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as part of the pin was retained in the surgical site and the rest of the pin was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the femoral pin tip fractured within the far cortical wall of the patient's femur and could not be retrieved upon removal. No additional patient consequences were identified.